Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped, resulting in a cracked and nonresponsive touchscreen; the device could be awakened with the top button but could not be unlocked or controlled, consistent with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related damage problem affecting the touchscreen, aligning with a device fracture following impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.